Event description:
Per literature, it was reported that multiple adverse events occurred. In this study 698 patients with atrial fibrillation (af) underwent pulse field ablation (pfa) procedure with the farawave catheter. Patients were divided between those older than 80 years old, also known as octogenarians, and patients who were younger than 80 years old. The octogenarians had a higher prevalence of comorbidities and therefore, underwent more extensive ablation, including the posterior wall and anterior wall. However, the procedure time, ablation catheter dwell time, and the fluoroscopy time did not differ between groups. There were zero complications in the octogenarian group and 9 in the younger group. The complications observed included two cases of stroke or transient ischemic attack, two cardiac tamponade, one coronary artery spasm, one cardiogenic shock due to nitroglycerin infusion, and two access site complications. No further information was provided for the adverse event. No device is expected to return as this is from a literature review.

Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. The device return availability and detailed product information could not be retrieved since the event was reviewed from a literature study. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information. Once investigation is complete, a supplemental medwatch will be filed.